Manufacturer narrative:
Updated: patient's name and patient's dob.

Manufacturer narrative:
(B)(4). This event occurred in the (B)(6).

Event description:
Allegedly revised due to adverse soft tissue reaction particle (right).